Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was implanted within a 1cm non-resectable malignant stricture in the common bile duct on (B)(6) 2012 during a stent placement procedure. Reportedly, the stenosis was located 2.5cm distal to the papilla. According to the complainant, the patient had stage IV pancreatic cancer with no comorbidities. Additionally, this patient was part of an (B)(6) study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. On (B)(6) 2012, the patient presented with jaundice. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and it was noted that the stent was occluded due to tissue overgrowth. No visible issues were noted with the device. In the physician's assessment, the jaundice was due to the progression of the tumor and the patient's preexisting condition. Subsequently, the patient's anatomy was dilated and a new 8 cm metal stent was implanted within the wallstent biliary covered endoprostheses in an attempt to restore adequate drainage. There were no further complications as a result of this event. The jaundice resolved with the placement of the new stent and the patient's condition was reported to be stable post procedure. On (B)(6) 2012, the patient expired. In the physician's assessment, the cause of death was due to the patient's progressive tumor disease and end stage pancreatic cancer. An autopsy was not performed. Additional information received since (B)(6) 2012. On (B)(6) 2012, an endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and a metal biliary stent was implanted. On (B)(6) 2012, the patient developed pancreatitis, which was confirmed both clinically and in the lab. On (B)(6) 2012, the patient was admitted to a (B)(6). On (B)(6) 2012, the patient showed no signs of infection or fever. The patient was reexamined on (B)(6) 2012, and was reported to be stable. On (B)(6) 2012, the patient's overall condition began to worsen, showing symptoms of infection. Subsequently, on (B)(6) 2012, the patient was in poor general condition and had developed sepsis, cholangitis and icterus. The patient remained in the hospital for observation to see if their condition stabilizes for a possible new ercp procedure in a few days; however, on (B)(6) 2012, the patient expired.

Manufacturer narrative:
Study source: (B)(6) study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. Foreign source: (B)(6). The device was not returned; therefore, a technical analysis could not be performed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no similar complaints exist for the specified batch. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label. Tumor overgrowth is a known adverse event associated with the use of this device and is listed in the directions for use (dfu) / product label. Therefore, the root cause of this complaint is anticipated procedural complication.

Event description:
It was reported to boston scientific corporation that a wallstent biliary covered endoprostheses was implanted within a 1cm non-resectable malignant stricture in the common bile duct on (B)(6) 2012, during a stent placement procedure. Reportedly, the stenosis was located 2.5cm distal to the papilla. According to the complainant, the patient had stage IV pancreatic cancer with no comorbidities. Additionally, this patient was part of an independent investigator sponsored research study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. On (B)(6) 2012, the patient presented with jaundice. An endoscopic retrograde cholangiopancreatography (ercp) procedure was performed and it was noted that the stent was occluded due to tissue overgrowth. No visible issues were noted with the device. In the physician's assessment, the jaundice was due to the progression of the tumor and the patient's preexisting condition. Subsequently, the patient's anatomy was dilated and a new 8 cm metal stent was implanted within the wallstent biliary covered endoprostheses in an attempt to restore adequate drainage. There were no further complications as a result of this event. The jaundice resolved with the placement of the new stent and the patient's condition was reported to be stable post procedure. On (B)(6) 2012, the patient expired. In the physician's assessment, the cause of death was due to the patient's progressive tumor disease and end stage pancreatic cancer. An autopsy was not performed.

Manufacturer narrative:
(B)(4) for the reported issue of stent blocked/occluded. Study source: independent investigator sponsored research study, reviewing the effectiveness of the wallstent biliary covered stent system versus the wallflex partially covered stent system within non resectable malignant strictures. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.